Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that data was not being displayed on the patient's display monitor. The system controller was swapped out and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the reported event was confirmed. The loss of data displayed on the test system monitor was induced when tethered to a test power module while maneuvering the white power cable of the system controller. During this time, the system reported a power cable disconnect alarm. When moving the black power cable at the connector end, the system responded with the power base unit and power module sounding a solid audio alarm. In further evaluation, the white and black power cables were stripped revealing broken inner conductors. This situation is being addressed through the MFR's corrective action system and an urgent medical correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.